Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that during procedure, the right ventricular lead could not get threshold or sensing data after repeated measurements. The lead was removed and replaced. Patient was stable post-procedure.